Event description:
A hospital staff member reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support on the novalung ECMO device experienced hemolysis based on laboratory reporting. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the hospital staff member, it was reported this patient was placed on ECMO support (exact date unknown) as a bridge to lung transplant. Additionally, the patient¿s ventilatory and oxygen demand outpaced the capabilities of mechanical ventilation. The patient was initially cannulated in their pulmonary artery; however, the patient required an emergent arterial cannulation (location not reported), resulting in vascular injury, presumably from the vascular catheter (not a fresenius/ xenios product). The patient¿s hemolysis was noted based on a laboratory report that presented elevated lactate dehydrogenase. Fibrin and thrombi were noted in rings in the arterial limb, proximal to the ECMO pump. There were no other clinical indications of hemolysis and no report of a serious injury or adverse event as a result of the suspected hemolysis. The patient went into cardiac arrest with pulseless electrical activity leading to a hypoxic brain injury during this hospitalization (exact date unknown). It was not reported whether the patient was connected to the novalung device at the time of the cardiac arrest. The patient was withdrawn from continued care and the patient subsequently expired (exact date unknown). Multiple attempts were made to acquire further details concerning this patient¿s hemolysis and death; however, no additional information was obtained.

Manufacturer narrative:
Correction: h5, h8.

Manufacturer narrative:
Plant investigation: the sample was not returned for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. No retention sample analysis was performed. However, it is highly unlikely to detect a failure in a retention sample. Hemolysis can occur due to excessive negative pressure on p1 or when there is thrombosis in the pump head. A batch number was not provided, and therefore, a review of the manufacturing records could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hospital staff member reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support on the novalung ECMO device experienced hemolysis based on laboratory reporting. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the hospital staff member, it was reported this patient was placed on ECMO support (exact date unknown) as a bridge to lung transplant. Additionally, the patient¿s ventilatory and oxygen demand outpaced the capabilities of mechanical ventilation. The patient was initially cannulated in their pulmonary artery; however, the patient required an emergent arterial cannulation (location not reported), resulting in vascular injury, presumably from the vascular catheter (not a fresenius/ xenios product). The patient¿s hemolysis was noted based on a laboratory report that presented elevated lactate dehydrogenase. Fibrin and thrombi were noted in rings in the arterial limb, proximal to the ECMO pump. There were no other clinical indications of hemolysis and no report of a serious injury or adverse event as a result of the suspected hemolysis. The patient went into cardiac arrest with pulseless electrical activity leading to a hypoxic brain injury during this hospitalization (exact date unknown). It was not reported whether the patient was connected to the novalung device at the time of the cardiac arrest. The patient was withdrawn from continued care and the patient subsequently expired (exact date unknown). Multiple attempts were made to acquire further details concerning this patient¿s hemolysis and death; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the patient¿s hemolysis (as demonstrated through laboratory value only) and ECMO support, utilizing the xlung kit. Hemolysis is a known result of the shearing force against blood in an extracorporeal circuit and oxygenator. There was no indication the patient experienced a serious injury or adverse vent as a result of the hemolysis. The evidence of hemolysis by one laboratory value alone does not substantiate an adverse event. Hemolysis becomes a concern when arterial oxygen values decline due to the decreased carrying capacity of red blood cells. In this case, there was no indication the patient was not properly oxygenated throughout this ECMO run. It should be noted that hemolysis while on ECMO support is not an uncommon complication and can occur from multiple sources beyond the device. It is unknown whether a temporal relationship exists between ECMO support utilizing the xlung kit and the patient¿s cardiac arrest. In the absence of the required information, the cause of the patient¿s cardiac arrest cannot be determined; however, it is within reason to believe this patient was in full pulmonary failure, evidenced by the need for an emergent transplant. It is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology. Additionally, it can be determined the patient did not expire while utilizing the xlung kit oxygenator as it was stated care was withdrawn prior to the patient¿s death.

Event description:
A hospital staff member reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support on the novalung ECMO device experienced hemolysis based on laboratory reporting. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the hospital staff member, it was reported this patient was placed on ECMO support (exact date unknown) as a bridge to lung transplant. Additionally, the patient¿s ventilatory and oxygen demand outpaced the capabilities of mechanical ventilation. The patient was initially cannulated in their pulmonary artery; however, the patient required an emergent arterial cannulation (location not reported), resulting in vascular injury, presumably from the vascular catheter (not a fresenius/ xenios product). The patient¿s hemolysis was noted based on a laboratory report that presented elevated lactate dehydrogenase. Fibrin and thrombi were noted in rings in the arterial limb, proximal to the ECMO pump. There were no other clinical indications of hemolysis and no report of a serious injury or adverse event as a result of the suspected hemolysis. The patient went into cardiac arrest with pulseless electrical activity leading to a hypoxic brain injury during this hospitalization (exact date unknown). It was not reported whether the patient was connected to the novalung device at the time of the cardiac arrest. The patient was withdrawn from continued care and the patient subsequently expired (exact date unknown). Multiple attempts were made to acquire further details concerning this patient¿s hemolysis and death; however, no additional information was obtained.